Event description:
Staff member went to the room ahead of his anesthesia team and upon entering noticed the room was full of smoke. The fire alarm was activated and the appropriate hospital members arrived. It was noted that a light box that supplies light for laparoscopic cases was smoking and it was placed on a cart and security and maintenance removed it from the operating room and extinguished the fire. The light source was purchased in 2002.